Manufacturer narrative:
Analysis found that there was no fault found during incoming inspection. The motor was running smooth and consistent. The unit was to be cleaned and tested to manufacturer. The unit has been tested to specifications as per service repair instructions. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece was not working, skipping while in use during the procedure. There was no patient impact.